Manufacturer narrative:
Device received with scratches on the lcd window cover and a constant blank flashing white light on the display due to cracked glass and a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had white flashing screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that the pump was fallen down at floor and it get started alarming and with white flashing screen. Product will not be returned for analysis.